Manufacturer narrative:
A stryker field service representative (fsr) evaluated the customer's device and observed that the device was missing its lid magnet. The stryker fsr replaced the device's lid to resolve the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon inspection, stryker observed that the device was missing its lid magnet. This will result in an inability of the device to detect the lid being opened or closed. In this state, a delay in defibrillation may occur, as the user has to push the power button underneath the lid to turn the device on.  There was no patient use associated with the reported event.